Manufacturer narrative:
This report is submitted on 17 nov 2020.

Event description:
Per the clinic, the patient experienced pain and tenderness around the implant site which was subsequently treated with an antibiotic.